Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the adt/rde messages failed to cross. A technical support specialist (tss) applied knowledge article "patients and order not crossing to med es server", dialed into the server, noted a recent reboot within the past hour, verified that all services were running, executed a server down query confirming no cce disconnection flags to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server users informed that they received reports that their adt/rde message was not crossing over. However, there were no delays or adverse events or injuries reported based on this event.